Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 95% stenosed lesion was located in the moderately tortuous and severly calcified right superficial femoral artery (sfa). The sterling 6.0 x 40mm balloon catheter was advanced to the lesion and inflated 8 times. The first 4 inflations were at 8 atms, and the 5th and 6th inflations were at 12 atms, and the 7th and 8th inflations were at 13 atms. The inflation duration in seconds is unk. The balloon ruptured on the 8th inflation. The procedure was completed with this device. No pt injuries or complications were reported. The pt status is reported as "good".

Manufacturer narrative:
Pt: 18 years or older. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).